Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads ipg and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients midline incision site was opened and not healing. It was also believed that it was not device related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.